Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50s mg/dl and then it was 59 mg/dl. Customer treated low blood glucose with carbohydrates. Customer declined troubleshooting of the low blood glucose. Customer reported multiple blood glucose values within at least 45 minutes but system does not transition to delivering auto basal. Customer stated that, the two sensors said to remove with in the first 6 hours. Customer also reported the guardian sensor alarm. Customer will return the 2 used and 3 unused sensors for analysis. The customer had problems with all three boxes from this shipment. The insulin pump will not be returned for analysis.